Event description:
It was reported that pump displayed malfunction alarm malf 12, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, experienced recurrence of same malfunction, and was informed that pump within warranty would be replaced; customer planned to use multiple daily injections as backup, received instructions for storage and return of malfunctioning pump, and was advised to send pump back to tandem within 10 days.